Event description:
It was reported that a pt with irritable bowel syndrome, nausea, & vomiting was overinfused with tpn. This is the second 6060 pump that reportedly overinfused this patient within approximately a week's time. Details of the settings, and perceived overinfusion are unknown. There was no injury to the patient involved.